Event description:
It was reported that while using bd smartsite¿ extension sets, an additional open port was observed connected to the inflow and lacked the ability to close. The following information was provided by the initial reporter: "it was reported by the customer that the smartsite set had an extra open port on device. Verbatim: our ed found one of cardinal # al30204e smartsite¿ extension set, slide clamp(s), 1 smartsite¿ needle-free valve(s) 4" from spin male luer lock that had been made with an extra open port. It is directly connected to the inflow with nothing to close it off. Our ed director and charge nurse tested this and said it can be fatal since nothing stops air from entering the open port."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A complaint of a set having an extra y-site was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. In place of the female luer, another y-site was assembled onto the set. The y-site was also missing the blue component inside the port. A device history record review for model 30204e, lot number 21059733 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an error in the assembly process during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.